Event description:
The manufacturer received information alleging a trilogy evo "service required" alarm condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the following error codes were found in the ventilator's downloaded error log e-137 (internal li.on battery connected and started communication), e-290 (stop key latch failure) and e-237 (internal battery wake volt failed). The device's internal battery and system board were replaced to address the issue. 4 year preventative maintenance service was required the particulate filter and air inlet foam filter were replaced. No alarms sounded at bench run. No cosmetic damage was found. A battery and valve assessment was carried out and passed. Device tested and all testing passed. The software was installed to version 1.06.10.00.